Manufacturer narrative:
During inspection and testing, service found peeling and a gap in the adhesive on the distal end/acoustic lens. A review of the device history record found no deviations that could have caused or contributed to the peeling adhesive. The device shipped according to specifications. It has been more than eleven years since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled because of stress or handling. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. The reported issue (balloon did not inflate) was not reproduced during testing. Service found the paint on the air/water cylinder and suction cylinder was peeled due to handling, the control unit was damaged due to handling, the up/down angulation knob was deformed due to handling, the elevator channel plug was loose due to excessive stress, water tightness was lost due to deformation of the scope connector, the cover joint was sticky due to water leakage, the acoustic lens was damaged, the adhesive on the bending section cover had a discolored area, the connecting tube was scratched, the play in the angulation knob and angulation did not meet standard value due to wear of the angle wire, the bending tube was uneven due to deterioration of the braid, and the coating on the universal cord was peeling and scratched. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, it was difficult to inflate the balloon with the subject device and there was little air flow. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found peeling and a gap in the adhesive on the distal end/acoustic lens. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.